Manufacturer narrative:
D6b. If explanted, give date: (B)(6) 2025 missing in initial MDR. Claim # (B)(4).

Manufacturer narrative:
D4. Model #: vticm5_13.2 corrected to vticm5_13.2(-9.5/2.5). Claim # (B)(4).

Manufacturer narrative:
H6 - 4581: hyphema. Hyphema and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced hyphema. Due to hyphema, the lens was implanted and removed intraoperatively. Final patient status is unknown. It is unknown if this resolved the problem. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.